Manufacturer narrative:
Unit received with missing retainer ring and reservoir tube lip o-ring. Unit received with partially broken off piece at the reservoir tube lip. Unable to perform displacement test and p-cap / reservoir will not lock properly due to missing retainer. Unit received with minor scratched display window, case and keypad overlay.

Event description:
The customer reported via phone call that the top of the insulin pump where reservoir is inserted, was broken off. The customer¿s blood glucose level was unknown. The customer also reported that the clear plastic that holds the reservoir was floating around on string. The insulin pump will be returned for analysis.